Event description:
A pharmacist reported that a customer complained of inaccurate blood glucose readings with test strips. He stated that, due to the inaccurate blood readings (does not know whether high or low), the customer "took the wrong amount of insulin" and "went to the ER." The contact's primary language is spanish. For this reason, the co's rep had difficulty obtaining specific info regarding the complaint. The customer speaks spanish only. For this reason, the rep cannot contact the customer directly for more specific info. Because the customer has the test strips, the pharmacist cannot provide the rep with lot number info. The pharmacist will call the customer and ask her to come to the pharmacy with the test strips. At that time,the pharmacist will call the co's rep and translate for the customer.